Event description:
It was reported that the patient needed a revision surgery due to a fractured lead. The impedances of the fractured lead were considered open at contacts 2 and 3. When the lead was removed, the fractured wires were visible on the proximal portion of the lead. It was suspected the fracture was due to the patient's severe dystonia. The lead revision was successful and the patient was doing "good." It was noted that the patient had bilateral lead replacements; it is unknown which lead was fractured. If additional information is provided, a follow up report will be sent.

Manufacturer narrative:
Lead: model 3387s-40, lot: v113842, implanted: (B)(6) 2008, explanted: (B)(6) 2012. Extension: model 7482a40, serial: (B)(4), implanted: (B)(6) 2008, explanted: na. Neurostimulator: model 7426, serial: (B)(4), implanted: (B)(6) 2011, explanted: na. Lead: model 3387s-40, lot: v039858, implanted: (B)(6) 2008, explanted: (B)(6) 2012. Extension: model 7482a40, serial: (B)(4), implanted: (B)(6) 2008, explanted: na.